Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received a review of the DHR indicates there was one mrr 40191 for item 1:3 parts with d8 17.55/17.57 undersize; item 2-3 parts with nonconforming scratches/nicks. Item 1 was used as is with rationale that cmm shows one piece undersized to 0.0007, functionally the part is acceptable. The nonconformance indicated undersize by .003 however and this undersize condition did not get dispositioned. Item 2 was used as is with rationale that the nonconformance is visual and has no affect on form fit or function. Vendor cmm data for d2 11.03/11.00 shows one part oversize to 11.0301. This feature was checked by synthes but only to an aql of 1.0. All other records indicate the product was manufactured to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aiming arm broke during assembly in the sterile processing department at the hospital. They were struggling to insert the guide sleeve into the aiming arm. While attempting to insert the sleeve, the four (4) pins holding the capturing ring broke off. The instrument did not cause issues in any prior surgery. There was no patient involvement. This is report 1 of 1 for (B)(4).